Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that while using the zimmer air dermatome: "during harvest of split thickness skin graft of the left thigh, the dermatome was not moving smoothly across the skin surface, resulting in a graft that was of uneven thickness with areas of no skin. The skin graft was only partially usable and a second graft had to be harvested using a different dermatome."